Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). Prior to implant patient attempted to connect to the battery to prepare for the implant and upon doing so it did recognize the battery. Rep selected it and continued to the connection screen. The connection screen started to allow the connection, and then it automatically went to a yellow caution message that said ¿the detected device version is not supported by this application. Please call medtronic.¿ rep tried to connect several times but encountered the same issue. Then tried to connect with a completely different tablet and it still had the same issue; then rep relocated their position just to ensure that it wasn't something interrupting the connection and that did not work, so then rep called tech services for their assistance and they had never encountered this before and did not know how to rectify the situation. Rep opened a whole new battery which was their back up battery, and the 2nd battery worked as expected without any issues.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.